Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On 12/10/2023, it was reported that the patient was already at the hospital around 3 pm as she was not feeling well and had doubts about the cgm reading. When the patient was at the emergency room the cgm reading was urgent low, followed by 180 mg/dl, then 140 mg/dl, then 111 mg/dl, which is the last thing the patient remembered before she passed out and was unresponsive. The patient stated that then a fingerstick was taken and blood glucose reading was 24 mg/dl. The nurse gave the patient food and she also received treatment with intravenous glucose. The patient stated that she did not self-treat with insulin when the cgm reading was dropping and no blood glucose readings were reported for each cgm reading. The patient was discharged the same day around 10pm. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator.